Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 454 mg/dl and stated that insulin was leaking from the reservoir. Insulin was noted to be in the reservoir compartment. Self test was performed and passed. No further information reported.